Event description:
It was reported that the patient experienced back pain following a non device related fall. The physician assessed that the superion indirect decompression spacer had migrated and the patient underwent an explant procedure to remove the device. The explanted device was discarded by the facility and will not be returned. The patient has reportedly fully recovered.